Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting for motor error alarm, customer was not sure of the status of drive support cap, but stated that it was uneven. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during the prime test due to loose flush drive support disk also, unable to perform the no delivery test due to motor error alarm. However, the insulin pump passed the operating currents measurement, self-test, a21 error test, rewind and basic occlusion test, displacement test. No unexpected black circle or display anomaly noted. The pump had cracked battery tube threads, reservoir tube and minor scratched display window.